Manufacturer narrative:
(B)(4). Device evaluation: the device was returned for evaluation. Visual and tactile inspections were performed. The detachment of the balloon was observed (the balloon was not provided with the relevant device). The device was received with the guide wire used during the procedure. It was not possible to extract the guidewire because the guidewire tube was extremely stretched and, for this reason, stuck over the guide wire. Both the outer shaft and guide wire tube were measured. At the point of break, the outer shaft measured roughly 114 cm: given the balloon was 15 cm long (and the total working length including tip and balloon necks is 130 cm), it means it was not stretched and the break occurred over the welding zone. The guide wire tube instead was found extremely stretched (1 meter more, starting from the point of balloon detachment).

Event description:
An attempt was made to treat a lesion in the shallow femoral artery, anterior segment of the anterior descending artery using a pacific xtreme balloon dilatation device. The stenosis is 80%, serious calcification and middle tortuosity. The lesion was pre-dilated by the balloon with a pressure of 10atm, once for 2 mins, 20% stenosis remained after pre-dilatation. There is no friction with gw/gc. During surgery, when retrieving, the balloon detached from the delivery system and got broken into 3 parts. The surgery was delayed for 5~ 6 hours. All the broken parts were retrieved from patient's body by other device. Now the patient is well. Physician thinks it is related with product quality. When the balloon was found detached a snare was used to retrieve major fragment with the catheter. The left fragment was taken out by open surgery. Patient is in good condition and has been discharged from hospital at present. No further clinical sequelae reported for this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.